Manufacturer narrative:
On (B)(6) 2025, the user reported that the continuous glucose monitor (cgm) readings appeared inaccurate and differed from blood glucose meter measurements. Following escalation review, a transmitter replacement was approved due to system performance, and an RMA was issued for further investigation. Investigation based on analysis of available diagnostic uploads identified variations in signal strength. It also indicated that the user was calibrating during rapid change of glucose, which may have contributed to the observed inaccuracy. The user reported that the issue was resolved after replacement of the transmitter.

Manufacturer narrative:
Since the transmitter has been received, the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 01 july 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported. An RMA was authorized for return of transmitter for further investigation.